Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity, were not provided. Conclusion: the healthcare professional reported that during the thrombectomy procedure with the target occlusion located at the proximal m2 of the middle cerebral artery (mca) in the (B)(6)-year-old female patient with a history of pulmonary embolism, the pre-procedure thrombolysis in cerebral infarction (tici) score was 2b, the 5mm x 37mm embotrap iii revascularization device (et309537 / 20g121av) was used. During the attempt to withdraw the embotrap iii device into the react¿ 71 catheter (medtronic), the physician experience resistance and stopped his movement. The physician panned the table to radiographically see the chest and saw that the react catheter and the walrus balloon guide catheter (qapel) had backed into the arc. The physician immediately straightened out the system, and proceeded to remove the embotrap iii device and the react catheter together when it was discovered that there was a kink on the shaft of the intermediate catheter. It was not possible to determine if the embotrap iii device appeared damage as it was left inside the react catheter. There was no evidence of thromboembolism as a result of the reported event. It was reported that continuous flush had been maintained through the phenom¿ 21 microcatheter (medtronic). The embotrap iii device was prepped in accordance with the instructions for use (IFU). Excessive force was not applied on the device. There was a 15-second delay due to the reported issue, but it was not considered clinically significant. The procedure was considered completed. There was no report of any patient adverse event, or complication. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20g121av) top and sub assembly presented no issues during the manufacturing, or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided but without the complaint device available to be returned for evaluation and analysis, the reported issue could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the complete device return. However, it is possible that clinical and procedural factors including device manipulation / interaction, the characteristics of the aneurysm and parent vessel, device selection and the concomitant microcatheter, may have contributed to the issue documented in the complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure with the target occlusion located at the proximal m2 of the middle cerebral artery (mca) in the (B)(6) -year-old female patient with a history of pulmonary embolism, the pre-procedure thrombolysis in cerebral infarction (tici) score was 2b, the 5mm x 37mm embotrap iii revascularization device (et309537 / 20g121av) was used. During the attempt to withdraw the embotrap iii device into the react¿ 71 catheter (medtronic), the physician experience resistance and stopped his movement. The physician panned the table to radiographically see the chest and saw that the react catheter and the walrus balloon guide catheter (qapel) had backed into the arc. The physician immediately straightened out the system and proceeded to remove the embotrap iii device and the react catheter together when it was discovered that there was a kink on the shaft of the intermediate catheter. It was not possible to determine if the embotrap iii device appeared damage as it was left inside the react catheter. There was no evidence of thromboembolism as a result of the reported event. It was reported that continuous flush had been maintained through the phenom¿ 21 microcatheter (medtronic). The embotrap iii device was prepped in accordance with the instructions for use (IFU). Excessive force was not applied on the device. There was a 15-second delay due to the reported issue, but it was not considered clinically significant. The procedure was considered completed. There was no report of any patient adverse event or complication.